Event description:
It was reported that the device would not charge to the selected energy. The facility biomed observed that the device started to charge then stopped half way. The device had a burnt smell and logged several fault codes in the memory. There was no report of patient use associated with event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified its failure to charge energy and the several fault codes logged in the memory. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed therapy pcb assembly at the failure analysis center and determined the root cause of malfunction to be a shorted capacitor, designator c106. The capacitor failure burnt open the q18 transistor and burned the pcb.